Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported an intermittent problem with turning the unit on. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and did not find any diagnostic codes in the event log. The fse tried turning the unit on and off several times and reported one occurrence where the unit did not turn on, however, the problem did not recur again. The fse replaced the power management printed circuit board assembly (pm pcba) and advised the customer to check the unit in the next few days to ensure that the problem does not recur.